Manufacturer narrative:
2017- failure to follow steps/procedures - sheath size greater than 8f requires two devices and the preclose technique. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional proglide device referenced in b5 is being filed under a separate medwatch report #.na

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device via a 8.5f sheath after a venous oblation interventional procedure. Reportedly, two devices were successfully flushed prior to use. One device was attempted but there was no blood flow. A second device was attempted without any blood flow as well. It's suspected that due to patient's high weight, the devices did not reach the vein to confirm blood flow. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported no bleed back was confirmed based on the returned device analysis. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation didn¿t contribute to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.